Event description:
It was reported that the patient presented during hospitalization. Upon interrogation, it was noted that the pacemaker exhibited under-sensing and far r over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was discharged and would be further monitored.